Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after disconnecting patient, the cardiosave intra-aortic balloon pump (iabp) customer reported a damaged mechanical mechanism of the cable winder, power cord did not curl up. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: pom, event site postal code:(B)(6)) a getinge field service engineer (fse) was dispatched to evaluate this unit and the jam has been cleared. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a